Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was not returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon expandable stent allegedly dislodged from the balloon and remained in the sheath. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection: one valeo balloon catheter with the stent detached and an unbranded retrieval device inserted through a 7fr merit introducer sheath were returned. Product packaging and label referencing product catalog and lot number were returned. The stent was returned detached from the balloon and attached to the distal end of the retrieval device. The stent was bent and mangled throughout its length, likely due to the retrieval device used to remove the stent from the patient. The balloon appeared to have been previously inflated. The balloon was observed under microscopic magnification (20x) and the stent crimp impression was visible, indicating that the stent was crimped on the balloon at the manufacturing site. No anomalies were noted to the catheter. Functional/performance evaluation: the patency of the guidewire lumen was tested using an 0.035¿ guidewire, and it passed with no issues. No additional testing could be performed as the stent was returned detached from the balloon. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the device was returned. The investigation was confirmed for a detachment of the stent, as the stent was returned detached from the balloon. The definitive root cause could not be determined based upon the available information. It was unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: if resistance occurs during movement through the sheath/guiding catheter, the stent/catheter should be withdrawn carefully. During implantation, if resistance occurs after the stent has exited the sheath/guiding catheter or if the stent cannot be delivered to the target location, attempts to retract the stent/catheter into the sheath/guiding catheter may result in dislodgement and embolization of the stent. The stent/catheter/sheath/guiding catheter should be removed as a single unit. The stent cannot be re-positioned after it is fully deployed. (B)(4).

Event description:
It was reported that the balloon expandable stent allegedly dislodged from the balloon and remained in the sheath. There was no reported patient injury.